Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit is showing alarm 316 blower failure on the screen, they have shared the logs. According to logs alarm 241 blower temp high and alarm 240 blower temp too high were triggered 11 times between (B)(6) 2024. Customer has provided the service report stating that they replaced the filters and sinter filter on (B)(6) 2024, so this is not the case of lack of filter exchange. No patient involvement was reported.

Event description:
Additional information received indicates that the customer sent over logfiles for further investigation. The reported complaint was confirmed in the logfile and attributed to a faulty blower.

Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11. Findings / root cause: faulty blower caused by internal blockage or damage.